Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. The supply bags were empty and there was only solution in the heater bag. A baxter technical service representative (tsr) asked the hp if any bag had come undone. The hp stated "no." During troubleshooting, no issues were noted which could have contributed to the event. The tsr explained the alarm and assisted the hp to cycle the power of the hc to clear the alarm and end therapy. The hp would finish therapy with a manual bag. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available